Event description:
It was reported that the pump had made a bunch of beeping noises and nothing would light up on the screen and when they went to remove the batteries from the pump, they noticed a burning smell when they opened the battery door. When the batteries were removed, they stated it was black inside the battery compartment. Caller stated that the pump beeped for a few minutes after the batteries were removed but the beeping has since stopped. No patient injury was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were missing. No physical damage was observed. No error was found in event history log. The reported "battery compartment damaged" problem was verified by visual inspection. During investigation found the memory protection unit (mpu) board is short out cause burning in battery compartment. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced defective memory protection unit (mpu) board and battery compartment.

Manufacturer narrative:
H4: correction: device manufacturing date: 19-jul-2019.